Event description:
It was reported that the use of the robot was aborted and traditional freehand was used to completed the case.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported difficulty with getting a successful merge to use for the l3 and l4 levels of this construct, observing an oblique shift in the ap view. During the investigation through review of case logs, we were able to determine the root cause was tracking errors found in the shots used for the pre-operative merge. A tracking error can occur if the position of the c-arm or patient changes from when the x-ray was emitted to when the x-ray image comes over to the system. Tracking errors can lead to shifts in the merge and can cause issues with navigation integrity. After assigning ap and lateral images to a level, the user can check for tracking errors by dragging the centroid to either the superior or inferior endplate. The centroid should be aligned with the endplate in both the ap and lateral images. Additionally, we recommend checking that the centroid for a particular level is in the same position relative to the vertebral body for all of the ap and/or lateral images. If there is an image where the centroid is positioned differently than the rest of the images, this can indicate a tracking error. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique. The following sections were updated for this supplemental report: b4, b6, d4, g6, h2, h3, h6, h10.

Event description:
It was reported that the use of the robot was aborted and traditional freehand was used to completed the case.